Manufacturer narrative:
The customer¿s report of a tubing leak was not confirmed. The sets were visually inspected for obvious damage such as incomplete bonding engagements, cracks, fractures, kinks, holes, and tears in the tubing and its components. A residual clear, colorless liquid was present within the sets. No anomalies or evidence of damage on the sets or components were observed upon initial visual inspection. Functional and pressure testing of the returned sets did not replicate a leak. Further observation under magnification revealed solvent anomalies that seemed more evident along the yellow stripe of the microbore tubing. The root cause of the reported tubing leak was not identified.

Event description:
It was reported that during an epidural infusion of bupivicaine and fentanyl, the tubing set was noted to be leaking after 1-2 hours of being connected to a patient in the labor and delivery unit. The tubing was changed and that tubing set leaked as well. A 3rd replacement set resolved the issue. There was no harm to the patient.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an epidural infusion of bupivicaine and fentanyl was noted to be leaking after 1-2 hours of being connected to a patient in the labor and delivery unit. The tubing was changed and that tubing set leaked as well. A 3rd replacement set resolved the issue. There was no harm.